Manufacturer narrative:
Manufacturing and quality control data the m.blue® was manufactured by a qualified employee on december 2021. Deviations during assembly did not occur. The product was finally tested as article fx800t and released for packaging and sterilization and was sterilized by miethke. The m.blue® has a normal pressure range of 0 to 40 cmh2o. A fixed opening pressure of 0 cmh2o in the horizontal position (differential pressure unit) and an additional adjustable gravitational unit of 0 to 40 cmh2o in the vertical position. Both realized in one valve. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at the gravitational unit set pressures and 0, 10, 20, 30 and 40 cmh2o at the differential pressure unit of 0 cmh2o, and were found to meet specifications. The adjustable gravitational unit of the valve was pre-adjusted to 20 cmh2o in accordance with the specification. All tested parameters were assessed according to specifications. Visual inspection. The following observations were made during the visual inspection: no abnormalities. Permeability test. The test showed that the m.blue® is permeable. Computer control test the computer controlled test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1,27 cmh2o. This is within the specified tolerance of 0 - 4 cmh2o. Additionally, the gravitational unit of the valve was tested according to standard procedure in the vertical position of the valve. At an opening pressure of 38 cmh2o in the vertical position, a pressure of 38 cmh2o ± 8 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the vertical position, the gravitational unit of the m.blue® had a pressure of 19,32 cmh2o. This is not within the specified tolerance of 38 cmh2o ± 8 cmh2o. The valve showed an accelerated outflow in the vertical position. Adjustability test. The m.blue® was found to be adjustable to all pressure settings. Braking force and brake function test. The braking force of the gravitational unit of the m.blue® was within the specified tolerance and the brake function operated as expected. Internal inspection of product. After dismantling of the valve, no visible deposits were found in the m.blue®. In the dismantled valves, it is possible to see large parts of the valves' interior, still there are some areas which are difficult to view and may contain deposits that could affect the function of the valve. Results for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was an accelerated outflow in the valve at the time of our investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Despite the lack of deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a m.blue (part # fx800t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve was believed to be operated in over- and underdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 34 years, height: 165 centimeters (cm), weight: 52 kilograms (kg), gender: female.